Event description:
It was reported that during a hemorrhoidectomy, oozing was confirmed at 2 sites after firing. The oozing sites were sutured (1 stitch each) by hand and the case was completed. The staples were formed as intended. The patient claimed pain a day after the procedure. When the firing site was checked, it was found that the staple line was torn. The staples were present. A drain was placed to correct the tear. Reoperation was not required. The patient's hospitalization was extended by a week, it was scheduled for 1 week but the length of stay was 2 weeks. The patient has been discharged home with no other patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.